Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
While reporting differences between sensor glucose and blood glucose readings, customer reported recently having a blood glucose level over 400 mg/dl. Blood glucose level was 316 mg/dl at the time of the call. No further information was provided.